Event description:
It was reported that a spectrum pump alarmed air in line during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d4: additional information: h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "air in line error" was not reproduced. A review of the event history log revealed "air-in-line!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor out of specification and was unable to be calibrated. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.